Event description:
It was reported that the patient presented remotely via merlin.net. On (B)(6), a merlin.net transmission was received for high pacing lead impedance on the right ventricular lead. The impedance had been trending upwards for four months. The sensing, capture and high voltage lead impedance were stable. The patient was asymptomatic. The lead was capped and replaced on (B)(6). The patient was stable before and post procedure.